Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a speedstitch suturing device and cartridge. While engaging the needle and placing the suture, the suture cartridge popped out of handle, nearly landing in the surgical site. A second cartridge was loaded; however the physician was unable to secure the cartridge in the handle. The procedure was completed using a competitor¿s suture. No pt injury or other complications were reported as a result of this event.

Manufacturer narrative:
The pt¿s age and gender have been requested but were not received. Reference mfrs report(s): 9019871-2012-00315, 9019871-2012-00317.